Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door failure. A field service engineer replaced latch and the door was recovered. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failure. The customer reported that there was a minimal delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.